Event description:
The nurse reported that three telemetry transmitters were in intermittent signal loss at the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the nurse reported that three telemetry transmitters were in intermittent signal loss at the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: a root cause cannot be determined as the customer was unresponsive to follow-up attempts made by nihon kohden (nk). A complaint history review of the customer's account revealed no additional complaints involving signal loss. The issue was most likely resolved by the customer without nk assistance.

Manufacturer narrative:
The nurse reported that they are having intermittent signal loss on 3 telemetry transmitter (transmitter) being monitored. The transmitters are using zm view on the bedside monitors are monitored by the central nurse's station (cns). Affected rooms: (B)(6). The transmitter in (B)(6) was replaced, and the signal loss went away. This troubleshooting step confirmed that it was not an antenna in the immediate room causing the signal loss. I advised that she swap out the two remaining transmitters with signal loss and give them to their biomedical engineers (bme) for investigation. The root cause maybe the individual telemetry transmitter, this could be signal interference. Due to the fact that (B)(6) was with the nursing staff, nihon kohden technical support advised that they contact their biomed so that troubleshooting can be continued from a deeper technical level perspective. Nihon kohden technical support would like biomed to use one of transmitter with reported issues for testing. Transmitter should be monitored separately on the cns without using zm-view so that the rssi mode can be used to check the signal strength from that transmitter in the immediate area. Furthermore, the org setting tab needs to be checked to see if these 3 transmitters are coming from the same org to isolate the issue down to a signal component. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the cns: telemetry transmitter: model: zm-531pa, sn: (B)(4). Model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4).

Event description:
The nurse reported that they are having intermittent signal loss on 3 telemetry transmitter (transmitter) being monitored. The transmitters are using zm view on the bedside monitors are monitored by the central nurse's station (cns). Affected rooms: (B)(6). The transmitter in room (B)(6) was replaced, and the signal loss went away. This troubleshooting step confirmed that it was not an antenna in the immediate room causing the signal loss. I advised that she swap out the two remaining transmitters with signal loss and give them to their biomedical engineers (bme) for investigation. The root cause maybe the individual telemetry transmitter, this could be signal interference. Due to the fact that (B)(6) was with the nursing staff, nihon kohden technical support advised that they contact their biomed so that troubleshooting can be continued from a deeper technical level perspective. Nihon kohden technical support would like biomed to use one of transmitter with reported issues for testing. Transmitter should be monitored separately on the cns without using zm-view so that the rssi mode can be used to check the signal strength from that transmitter in the immediate area. Furthermore, the org setting tab needs to be checked to see if these 3 transmitters are coming from the same org to isolate the issue down to a signal component. No patient harm was reported.